Event description:
Premature detachment of boston scientific/target therapeutics gdc embolization coil. The pt had an occlusive dissection of the internal carotid artery with an associated pseudoaneurysm. A cordis prowler 14 microcatheter was placed inside the pseudoaneurysm prior to deployment of two cordis precise stents to reopen the lumen of the carotid artery. A target therapeutics gdc 18-soft 6 x 15 mm coil, lot #4457610, ref #351615-1 was then prepped and placed into the microcatheter for embolization of the pseudoaneurysm. Midway through the microcatheter on the initial placement attempt the coil became very difficult to push. On withdrawal of the pusher wire it was apparent that the coil had detached prematurely from the pusher wire. The microcatheter was withdrawn with the coil still lodged inside. A second catheter was placed in the pseudoaneurysm which was subsequently coiled with good result. There was no clinical complications associated with this event. The catheter and coil have been sent to target therapeutics for evaluation.